Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user received a low blood glucose alert of 69 mg/dl on the device while contemporaneous fingerstick measurements were 97 mg/dl initially and then 81 mg/dl as the ilet reading rose to 76 mg/dl; the user had consumed a small amount of juice and black-eyed peas prior to calling and reported feeling fine, with subsequent values around 80 mg/dl on follow-up. Symptoms included a reported low glucose alert without associated adverse symptoms. Outcomes included self-treatment with oral carbohydrates, no injury, and no hospitalization. Investigation included user coaching, review of device and sensor readings, and follow-up confirmation of glucose stability. Investigation of this case revealed no device malfunction, with discordance between cgm and fingerstick values consistent with known sensor lag or variability, and the device continued to operate as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.